Manufacturer narrative:
The reported event is confirmed - cause unknown. Visual evaluation noted one photo sample of a drain bag's sample port connector with a black ring near the opening. It is unable to be determined from the photo what material the foreign object is. This does not meet specifications, which states "no dirt, grease, embedded or loose foreign matter is permitted in excess of 0.6mm2 per tappi dirt estimation chart or 1/16" in length." Although an exact root cause could not be determined, a potential root cause is defective or contaminated components from supplier. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "directions for use:visually inspect the product for any imperfections or surface deterioration prior to use. If package isopened or if any imperfection or surface deterioration is observed, do not use.1. Remove protective cap from drainage tube catheter adapter and connect drainage tube to catheter.2. Position hanger on bedside rail, using string or hook.3. Use sheeting clip to secure drainage tube to sheet.important: hang drainage tube in a straight fashion from bedside to drainage bag. Ensure that the drainagebag is placed near the foot of the bed.4. If using a urine meter, it may be emptied in two ways:a. To empty into the bag, grasp the bottom of the meter and lift up.to ensure that the meter empties completely, lifting again isrecommended.b. To empty urine meter into receptacle, twist green portion of drainvalve to the left; to close, twist green position of the drain valveto the right.5. To empty bag:a. Remove outlet tube from housing; gently squeeze connectorarms and pull tube from housing.b. Release clamp and empty bag.c. After emptying, reclamp outlet tube and slideconnector into housing until connector arms engage.note: if specimen is required, see directions for using urine sample port.6. Periodic observations of this system should be made to ensure that urine is flowing freely. If a standing column ofurine is observed, check for correct positioning of bag and then for a physical obstruction. If correct positioning orremoval of physical obstruction does not allow free flow, the bag may have to be changed.7. If bag is not positioned correctly, urine may bypass the meter and go directly to the bag. Reposition bag asnecessary.directions for using bard ez-lok® sampling port:bard ez-lok® sampling port accepts a luer-lock or slip tip syringe.1. Kink drainage tubing a minimum of 3 inches below the sampling port until urine is visible under the access site.2. Swab surface of site with antiseptic wipe.3. Using aseptic technique, position the syringe in the center of the sampling port. The syringe should be held perpendicularto the surface of the sampling port (at approximately 80-100 degree angle). Press the syringe firmly and twistgently to lock the syringe onto the sampling port.note: improper penetration technique could cause formation of a drop of urine on the surface ofthe sampling port. Periodic observation of the sampling port is recommended.4. Aspirate desired volume of urine.5. Unkink tubing and send specimen to laboratory".correction: d,hh11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that a patient with a 350 ml urine meter bag and bard ez_lok sampling port required a change over to a different foley catheter tube and bag system post surgery. Upon removal of the old tube and the bag, staff nurse noticed a black rubber ring inside the tube at the connector tip. It was stated by managing director that this had to be a defect in the urine meter bag and bard ez_lok sampling port.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that a patient with a 350 ml urine meter bag and bard ez_lok sampling port required a change over to a different foley catheter tube and bag system post surgery. Upon removal of the old tube and the bag, staff nurse noticed a black rubber ring inside the tube at the connector tip. It was stated by managing director that this had to be a defect in the urine meter bag and bard ez_lok sampling port.